Event description:
It was reported that the setscrew of the implantable neurostimulator (ins) appeared to be stripped and the torque wrench would not torque down. Upon screwing in lead, wrench ratcheted but did not tighten lead. It was unable to perform impedance tests. The ins was removed and replaced with a new one. The case proceeded without any further problems. Patient was "doing fine." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3889blue_lead lot#, implanted: 2012 (B)(6), product type lead (B)(4). Analysis of the implantable neurostimulator (model 3058 serial # (B)(4)) found no anamoly.